Manufacturer narrative:
Results and conclusion summation: product performance engineering reviewed the incident. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, materials, interactions with other devices, pt anatomy, lesion calcification and tortuosity, or insufficient preparation prior to use. Reportedly, the target lesion contained 99% stenoses, restenosis and mild calcification, which may have been a contributing factor in this case. The rupture occurred during the second inflation, which suggests that it may be a result of circumstances of the procedure. Unfortunately, without the device to examine, a conclusive root cause for the reported balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the balloon ruptured during a second inflation at 10 atm. Reportedly, there was no pt injury. No additional event or pt info is available.